Manufacturer narrative:
Device evaluated by MFR: significant amounts of blood were visible in the inflation lumen indicating the device had been used. A visual examination of the returned device identified a complete balloon circumferential tear. The tear was identified 58mm distal to the proximal touch up at the proximal bond. The distal portion of the break was also received for analysis. The distal portion of the balloon was bunched. When the balloon was unravelled it was determined that the distal end of the balloon was fully bonded to the distal bond site and the tip was present. The shaft was broken 29mm distal to the distal to the proximal touch up at the proximal bond. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no other kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located in an unspecified fistula. A short 7fr unspecified sheath was used. After a non bsc stent was deployed in the lesion, a 14-4/5.8/75 xxl vascular balloon catheter was advanced and post dilated the stent for 2-3 minutes at 6 atmospheres without complication. Then the balloon was deflated and pulled through the sheath. The physician twisted the device counter clockwise to wrap the balloon during removal. No resistance was encountered however the shaft of catheter suddenly came out of the sheath without the balloon. The balloon separated somewhere in the area of the balloon attachment to the catheter. Pieces of the balloon were still in the patient and were removed by creating a larger hole at the sheath insertion site. Upon complete removal of the detached balloon, the insertion site was approximately 12fr. The physician used a purse string suture technique to close the access site. No further patient complications were reported and the patient's status was fine.

Event description:
It was reported that balloon detachment occurred. The target lesion was located in an unspecified fistula. A short 7fr unspecified sheath was used. After a non bsc stent was deployed in the lesion, a 14-4/5.8/75 xxl¿ vascular balloon catheter was advanced and post dilated the stent for 2-3 minutes at 6 atmospheres without complication. Then the balloon was deflated and pulled through the sheath. The physician twisted the device counter clockwise to wrap the balloon during removal. No resistance was encountered however the shaft of catheter suddenly came out of the sheath without the balloon. The balloon separated somewhere in the area of the balloon attachment to the catheter. Pieces of the balloon were still in the patient and were removed by creating a larger hole at the sheath insertion site. Upon complete removal of the detached balloon, the insertion site was approximately 12fr. The physician used a purse string suture technique to close the access site. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).